Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2026. During the procedure, vascular access was achieved without issue, and the stent was fully deployed. However, the stent initially struggled to open fully, and the olive cone could not be removed easily. Troubleshooting involved repeatedly manipulating (wiggling) the sheath in and out for several minutes, which ultimately allowed the olive cone to be removed and resolved the issue. The stent remains implanted. There was no patient complication reported due to this event.